Event description:
The lens was removed at 4 months post operative and replaced with a monofocal lens at the pt's request. The pt was experiencing halos and glare a known and labeled possible side effect of multifocal lenses.

Manufacturer narrative:
Lens was received and inspected under 10x magnification, optic cut in two pieces, unable to analyze. There is no evidence to suggest this adverse event is manufacturing related. Pt was unable to adapt to the multifocality of the lens. Visual effects are a known possible side effect of multifocal lens implantation.